Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this ra lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which can be considered to be the root cause of the clinical observation. Further investigations indicated that these damages were caused by over-rotation of the inner coil during the extension or retraction of the fixation helix. Furthermore, cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead in these areas. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.